Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (1) 32g x 4mm bd pen needle without a tear drop label attached. Consumer reported needle blocked. The returned sample was tested for flow using a test pen injector; the returned sample failed the flow test. A wire test was then performed on the sample that failed the flow test: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: 320122, batch no.: 8186893. It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the needle is blocked. The following information was provided by the initial reporter: needle blocked.